Manufacturer narrative:
(B)(4) date sent: 2/16/2023 additional information was requested and the following was received: was there any difficult with the device in the initial procedure? No what is the typical reload selection throughout the procedure and the corresponding anatomical structure? Jj anastomosis white reload, gastro jj anastomosis blue then three white. Was the post-operative care altered in any way with the 4 patients not requiring transfusion? Unknown/not available what testing was completed to identify the source of the bleed? None, patients bowel movement was of a blood clot indicating a possible delayed bleed. Why does the surgeon believe the bleed came from the staple line? Yes what is the surgeon¿s standard perioperative anticoagulation regimen? Unknown did the patient have any known coagulopathies? Not available.

Manufacturer narrative:
(B)(4). Date of event only event year known: 2023. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any difficult with the device in the initial procedure? What is the typical reload selection throughout the procedure and the corresponding anatomical structure? Was the post-operative care altered in any way with the 4 patients not requiring transfusion? What testing was completed to identify the source of the bleed? Why does the surgeon believe the bleed came from the staple line? What is the surgeon¿s standard perioperative anticoagulation regimen? Did the patient have any known coagulopathies? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-op to a lap gastric bypass procedure that patient returned with delayed bleeding. The surgeon believed that three times it came from the gastric remnant. There was delayed bleeding where patient had nauseous and dizziness. The surgeon referred to it as intra luminal bleeding that eventually passed a blood clot through his bowl movements. Unknown how it was treated. The patient required a blood transfusion.